Event description:
The arjohuntleigh service tech: "the c.n.a. Stated that while giving the resident a bath; the resident was moving around in the tub. Then the c.n.a. Heard a popping noise and the tub went forward. The pt was not injured and not hospitalized."

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR arjo hospital equipment (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.